Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k): k923607 and k926214. (B)(4): the fractured fragment was retrieved with forceps and there is no piece remaining in the patient. The actual sample was returned for evaluation. Visual inspection revealed that the shaft had been fractured at approximately 105 mm from the distal end of the device. The total length of the actual device was found to be approximately 2600 mm. Specified total length of this product code is approximately 2600 mm. This verifies that there is no missing fragment of the device. The fractured distal shaft was approximately 105 mm and the main body was approximately 2495 mm, totaling approximately 2600 mm. Magnifying and electron microscopic inspections of the fracture end revealed the following findings. The fracture end of the urethane outer layer presented the configuration which implied that the urethane outer layer had been ripped off. The core wire was exposed at the fracture end. Some creases had been generated around the fracture end. The outside diameter of the guide wire shaft was measured on the undamaged segment and found to meet the specifications. The urethane outer layer around the distal end of the device was dissolved and removed. The fracture end of the exposed core wire was inspected under electron microscope. The fracture cross-section was found to be in the flat shape with the generation of the radial pattern on the surface. The outside diameter of the core wire was determined on the undamaged section and verified to meet the manufacturers specifications. Reproductive testing was performed on retention samples from the involved product code. The testing revealed that the guide wire may become fractured when it has been subjected to one of the following forces described and that the fracture cross-section presents some regular configurations depending on the force it has been subjected to. A product sample was subjected to repetitive one-way torque force in the curved state till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the generation of a radial pattern on the fracture cross-section surface. This state was found to be very similar to that seen on the actual device. A product sample was subjected to repetitive bending forces at a 90-degree angle till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the fracture cross section had a dimple pattern with no diminishment of the outside diameter toward the fracture end. This state differs from that seen on the actual device. The sample of the involved product code was subjected to pulling force in the state of being formed into a loop shape till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the distal end of the fracture had been curved with the surface of the fracture cross-section in the rough state. This state differs from that seen on the actual device. The sample was subjected to horizontal tensile force distal end till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the shaft had been diminished toward the end. This state differs from that seen on the actual device. A review of the device history record and the shipping inspection record of the involved product /lot# combination was conducted with no findings. The IFU states: "do no apply repetitive bending force to one specific point of the device as this may damage the guide wire m-nonvascular." There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, it is likely that the actual device was subjected to repetitive torque force at one point, where the core wire got fractured as a result of metal fatigue. Subsequent pulling force ripped the urethane outer layer, resulting in the complete separation of the fractured piece from the actual device. However, from the available information, it is difficult to determine the definitive cause of this complaint. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported an issue with the radifocus guidewire m device. An endoscopic fiber was advanced over the actual sample orally through the duodenum into the ostial of bile duct and ercp catheter was inserted and advanced inside the endoscopic fiber over the actual sample into the bile duct. Subsequently during the selective manipulation of the actual sample inside the bile duct with the support of ercp catheter, the actual sample got fractured and remained in the bile duct. The fractured fragment was retrieved with forceps and there is no piece remaining in the patient. The patient was reported to be doing fine.